Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the implantable pulse generator (ipg) had reach elective replacement indicator (eri). It was also noted that the right ventricular (rv) lead exhibited possible noise/oversensing. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.